Manufacturer narrative:
04-jan-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 21-dec-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
The head of the electric toothbrush came off while brushing / not the entire detachable brush, but just the head part at the end / little metal stick fell out from inside [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 07-nov-2017 that the head of the oral-b brushhead, version unknown came off while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer clarified that it was not the entire detachable brush, but just the head part at the end. The consumer didn't have the package any longer, and the toothbrush had been in use for a few months. No symptoms developed. Relevant history: none reported. No further information was provided. 08-nov-2017 received consumer's follow-up e-mail: the consumer reported that he/she thought that the brush head had possibly been in use for 6 months. He/she stated that the toothbrush had an oval and grey oral-b logo. It didn't come off by scratching. Some little metal stick fell out from inside, and three of the same ones were still in place. The consumer noted that there was the number series 6845 on the toothbrush. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head of the electric toothbrush came off while brushing / not the entire detachable brush, but just the head part at the end / little metal stick fell out from inside [device breakage]. No adverse event. Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the head of the oral-b brushhead, version unknown came off while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer clarified that it was not the entire detachable brush, but just the head part at the end. The consumer didn't have the package any longer, and the toothbrush had been in use for a few months. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she thought that the brush head had possibly been in use for 6 months. He/she stated that the toothbrush had an oval and grey oral-b logo. It didn't come off by scratching. Some little metal stick fell out from inside, and three of the same ones were still in place. The consumer noted that there was the number series (B)(6) on the toothbrush. No further information was provided.